Manufacturer narrative:
Concomitant medical product: product ID: 680r28 heart ring, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented the emergency department due to syncope. A remote transmission indicated noise oversensing, short v-v intervals, on stored electrograms for the right ventricular (rv) lead. The lead was set to unipolar and the physician noted it may have been from oversensing myopotentials. It was noted that the r waves had been variable since implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and indicated stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.